Event description:
It was reported that foreign matter was found during use with a syringe 10ml ls emerald. The following information was provided by the initial reporter, "dentist opened sealed sterile 10ml syringe pack and staff noticed yellow residue inside the syringe between the barrel and luer lock of the syringe. On drawing up sterile saline, the residue dissolved and turned the saline yellow."

Manufacturer narrative:
H.6. Investigation: bd has been provided with a sample for catalog 307736 lot 1805387 to investigate for this record. Visual inspection of the affected sample presented yellow media inside the syringe; no visible particle was observed. As a result, bd was able to verify the reported issue. Unfortunately, the accurate root cause of the reported issue could not be determined. The reported foreign matter could consists of lubricant agglomeration. This lubricant is used to facilitate the movement of the plunger rod. In that case, there is the possibility that because of a punctual failure in the cleaning procedures by the operator, the presence of an excessive quantity of this lubricant in the hopper of the stoppers was permitted during manufacturing. DHR showed no indication of the alleged defect.

Manufacturer narrative:
A device evaluation is anticipated, but has not yet begun. Upon completion of the investigation, a supplemental report will be filed.

Event description:
It was reported that foreign matter was found during use with a syringe 10ml ls emerald. The following information was provided by the initial reporter, "dentist opened sealed sterile 10ml syringe pack and staff noticed yellow residue inside the syringe between the barrel and luer lock of the syringe. On drawing up sterile saline, the residue dissolved and turned the saline yellow."